Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv adv device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, the device was visually inspected, and evidence of foam degradation and foam particles was identified within the blower kit. Dust contamination was also observed, and the device displayed error code e053 (err_comp_log_sem_timeout). Following completion of the evaluation, the device was scrapped.